Event description:
One pt's whole blood sample gave a urea result of 1.2 mmol/l which did not fit with clinical picture of pt. The physician recognized the result was improbable for this pt and requested a portion of the whole blood sample be spun to obtain serum for retesting. The serum sample which was analyzed using a different instrument and gave a urea result of 10.2 mmol/l. No drugs were given to the pt. No add'l info provided to determine if any adverse events occurred. If add'l information is received, appropriate notification will be provided.